Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the triple wide drawer 1.2 pop out failed. A field service engineer (fse) identified that customer recovery attempts had failed and observed that the mini drawer barely opened during testing in the hardware test application. The fse powered down the unit, removed the drawer, and found spilled and dried medications within the drawer and on the mini engine. The fse replaced the mini engine, and the pharmacy team proceeded with proper disposal of the contaminated component. The fse then rebooted the system, completed required updates, and verified through testing that the unit was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es triple wide drawer 1.2 pop out failed daily. However, there were no delays or adverse events or injuries reported based on this event.